Event description:
Reportedly, during a follow-up performed on (B)(6) 2019, a residual longevity of 22 months was displayed. On (B)(6) 2020, the battery was found depleted and the elective replacement indicator was reached. The patient is pacing-dependent. The subject pacemaker was explanted and replaced on (B)(6) 2020, and should be returned for analysis.

Manufacturer narrative:
Electrical characteristics of the returned device were within specifications.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up performed on (B)(6)2019 , a residual longevity of 22 months was displayed. On (B)(6)2020 , the battery was found depleted and the elective replacement indicator was reached. The patient is pacing-dependent. The subject pacemaker was explanted and replaced on (B)(6)2020 , and should be returned for analysis.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2019, a residual longevity of 22 months was displayed. On (B)(6) 2020, the battery was found depleted and the elective replacement indicator was reached. The patient is pacing-dependent. The subject pacemaker was explanted and replaced on (B)(6) 2020, and should be returned for analysis.